Event description:
User opened the package and advance the device through endoscopy and installed onto endoscopy. Then user adjusted the sheath length and confirm the needle advancement length, then ready to do biopsy but cannot find the needle tip under ultrasound. User then changed to another same device to complete the biopsy. Complaint device was returned and evaluated on 22-dec-2021, proximal needle kink below the sheath extender was observed. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. Please describe the size of the intended target site. 4cmx2.5cm. What is the endoscope manufacturer and model number that was used with this device? Fuji eg-580ut. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? 0. Did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 11-feb-2022.

Manufacturer narrative:
Device evaluation: 1 unit of lot c1637259 of echo-19 involved in this complaint was returned for evaluation, with the original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 22 december 2021. Sheath extender able to advance and retract with some difficulty. Needle able to advance and retract with some difficulty. Dimpling observed on the distal end of the needle. Needle was removed from the device and a proximal kink below the sheath extender was observed. Document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1637259 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1637259 . The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the possibility that the device was over torqued during procedure leading to a kink below sheath extender which then caused the needles dimpling to be obstructed from the ultrasounds vision. Additionally the device may have become kinked on attachment or detachment to scope. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.